Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. (B)(4).

Event description:
As reported on (B)(6) 2015, a (B)(6) female pt presented for an endovenous laser procedure. At the start of the procedure, the treating physician proceeded to fire the fiber. During pullback of the fiber, an add'l red light further down the shaft of the fiber. The fiber was withdrawn, and it was noted the fiber had fractured inside of the pt. The fractured piece was successfully removed from the pt with forceps. There was no permanent harm or injury to the pt due to this event. It was reported the defective disposable device is available for return to the MFR for eval.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. The customer's reported complaint description of the fiber fracturing is confirmed. A definitive root cause for the reported complaint description cannot be determined, although it does not appear to be manufacturing related. A possible contributing factor could be due to user technique. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." During the manufacturing process, the disposable fiber device receives a 100 percent inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).